Manufacturer narrative:
(B)(4). No product or images were provided to assist in this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indicators for use, warnings, precautions, and the proper deployment sequence. Specific to this case, the IFU states: "after endovascular graft placement, pts should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft." The failure mode assigned to this case is "lumen, obstructed." This failure mode was determined after review of the provided event description. A definitive root cause cannot be reported or determined at this time. We will continue to monitor for similar complaints. No additional actions required at this time. The risk is insufficient. The risk priority number remains at an acceptable level as a result of this complaint.

Event description:
A (B)(6) male pt, who presented with 3 existing left iliac stents, underwent abdominal aortic aneurysm repair on (B)(6) 2010. The pt received a zenith aaa endovascular graft bifurcated main body and 3 zenith flex aaa endovascular graft iliac leg. There were no reported adverse effects. On (B)(6) 2010, the pt presented to the facility symptomatic complaining of pain in the right leg. After imaging, it was confirmed that the right iliac had clotted off due to the left iliac limb impinging on the flow divider. The pt will start receiving medication to block the clottage on (B)(6) 2010 and on (B)(6) 2010 the physician will place another MFR's stent. Update (B)(6) 2010: a 10-39 I-cast covered stent was placed in the right iliac within the existing zenith main body and legs. It was post dilated to a 12, and the physicians used kissing balloons. The stent appeared visibly to open up based on the final angio. Blood pressure was monitored temporarily in both iliacs and both seemed to have similar pressure, indicating good flow. The pts foot was very warm, so everyone seemed content with the repair.